Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, scope communication error code e224 was confirmed due to faulted cable, and rear cover label faded. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the 4k autoclavable camera head exhibited e224 scope communication error. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information in addition to the information based on the legal manufacturer¿s final investigation. Please see the updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e224 due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 27-jun-2022: the event occurred before the procedure; the intended procedure being performed is unknown. There was no procedure delay. The intended procedure was completed successfully with another camera of the same model. The device was inspected during preparation. The device was not serviced by a third party. The date of the event is unknown. The image was present when the error occurred.